Event description:
It was reported that the procedure was cancelled. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. Prior the procedure, while performing draw test, there was restriction upon advancing the burr and it was noted that the wire broke. The facility could not negotiate with the other floppy wire available in the cathlab. Consequently, the procedure was cancelled. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. Prior the procedure, while performing draw test, there was restriction upon advancing the burr and it was noted that the wire broke. The facility could not negotiate with the other floppy wire available in the cathlab. Consequently, the procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the annulus of the burr was damaged/not rounded. The damage to the annulus is consistent to interaction with the rotawire during rotation. Functional testing was performed with a test rotawire as the rotawire used in the procedure was not returned. The rotawire was not able to be inserted beyond the damaged annulus. Product analysis confirmed the reported events, as the annulus was damaged from coming into contact with the rotating rotawire, creating resistance when attempting to insert the rotawire.